Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable cardioverter defibrillator (ICD) replacement procedure, the physician noted that the right ventricular (rv) lead exhibited damage to the insulation near the pace/sense pin. The lead was capped and replaced. Additionally, the right atrial (ra) lead exhibited high pacing impedances. However, as the ra lead is only being used for sensing, the physician opted to leave the lead in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.